Event description:
Pt underwent robotic prostatectomy with s1. After robot docked, surgeon noted had controls were not coinciding with the instruments inside the pt. Called to intuitive technical support line with real time trouble shooting for 45 minutes. Tech rep unable to resolve issue. The robotic prostatectomy was aborted, the procedure converted to an open prostatectomy for pt safety. F/u investigation found a wire from an electrical board on the camera arm at the upper joint had actually been caught in the joint. When the arm was moved side to side it would cause tension effect on the wire. The wire had completely severed. This did not show up on the it data report but was discovered upon visual exam of the robotic arm.